Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when attempting to fill multiple cartridges with insulin. Reportedly, the customer changed the cartridge and syringe and was able to fill the cartridge successfully with insulin. The customer's blood glucose level was 270 mg/dl.